Manufacturer narrative:
The customer's test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing was performed. Test strip retention samples passed the internal inspection. UDI number = (B)(4). Initial reporter phone number was provided as (B)(6). Initial reporter occupation - the occupation is lay user/patient. This event occurred in (B)(6).

Event description:
It was reported that a patient received a discrepant result when testing with a coaguchek inrange meter (serial number unknown). A sample from the patient was tested using the meter, resulting in a value of 4.7 inr. About an hour later, a venous sample collected from the patient was tested in the laboratory using an unknown method, resulting in a value of 3.4 inr. The patient's therapeutic range was not provided.

Manufacturer narrative:
Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."